Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders found that both had wear at a fold in the proximal, middle, and distal parts of the cylinder, but they both pass the leak testing performed. The pump was microscopically inspected and found to be contaminated and unable to be functionally tested. The pump did pass leak testing. Based on the information, the reported observations were unable to be confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, surgical intervention was performed, and a crack was identified in the cylinder connecting tube. The cylinder and pump were replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, surgical intervention was performed, and a crack was identified in the cylinder connecting tube. The cylinder and pump were replaced. There were no patient complications reported.